Event description:
It was reported that during surgery, the front and back surfaces of the drain bag were stuck together and would not come off as if crimped on the inside, preventing the proper flow of urine.

Manufacturer narrative:
The reported event was confirmed cause manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used not for treatment. Visual evaluation of the returned sample noted one opened (without original packaging), unused meter bag with inlet tubing and sample port connector. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter" the actual/suspected device was evaluated

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the surgery, the front and back surfaces of the drain bag were stuck together and would not come off as if crimped on the inside, preventing the proper flow of urine.